Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, far field r-wave (ffrw) oversensing, monitored atrial tachycardia/atrial fibrillation (at/af) episodes containing episodes of atrial lead noise and low p-wave amplitude. Diagnostic testing/troubleshooting was performed the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.